Event description:
Information received from the field notes that the patient was symptomatic and in the emergency room. The device was pacing at 127 ppm. The device was successfully programmed to the appropriate settings. The patient reported that he was recently shocked from a 110v outlet and that he was also an "arc" welder.